Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code: m653, product lot #/batch: unk, tracking #: (B)(4) (singapore, sg), received at cg labs on 10/27/2025. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Additional information was requested; the following was obtained: please provide the lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Lot number: the lot number was not visible from the pictures sent to me by the nursing managers; they were also unsure of the specific lot number. Information source: sister (b)(60, (B)(6) informed me on (B)(6) 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A device has been received, however clarification is requested whether the product belongs to this complaint.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the stainless steel sternal wire broke in the middle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 photo investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open package labeled ccs and a plastic container with the needle inside it. The image is not clear to determine the failure mode. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.